Manufacturer narrative:
Continuation: product ID (B)(4). Product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# implanted: explanted: product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was new to the healthcare provider and their pump had been empty for a few weeks now (low reservoir date was 2024-05-11) and they planned to do a dye study a nd not fill today. The pump was interrogated; it had gone empty as the patient's insurance was no longer taken by their previous pain clinic and the alarm date had passed prior to evaluation at the new clinic. The reservoir was set to 5ml and the infusion was set to minimal flow rate to stop alarms; the pump reservoir was actually empty but it was programmed with a "mock" volume.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 1 mg/ml (unknown dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the rep stated that the pump went dry on may 20. The pump was refilled today and they did a dye study which was "normal" so they now needed to do a prime bolus. The agent reviewed considerations around pump running empty and programming a priming bolus.